Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had high impedance, loss of capture, and was not sensing. The lead was turned off due to the patient only needing atrial pacing. The patient was in stable condition and would be monitored.